Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).

Event description:
It was reported by the patient that they experienced pacemaker mediated tachycardia (pmt) resulting from the device programming. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.